Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm and a broken force sensor alarm due to the force sensor flex cable incompletely plugged in. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests due to the critical pump error (open book image) alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was received a broken force sensor was detected during seating or regular delivery alarm. Customer¿s blood glucose level was 235 mg/dl. Customer reported that they were not able to clear the alarm. Customer stated that the insulin pump screen was not frozen. Customer troubleshooting was performed. The insulin pump will be returned for analysis.